Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the reported event during bench testing; the programmer booted up as required. However a slow boot error was found in programmer error file logs. Software was reloaded to resolve issue. Analysis also found the keyboard hinge was broken. (B)(4)

Event description:
It was reported the programmer was having trouble booting up. The programmer was returned for repair. No patient complications have been reported as a result of this event.